Event description:
It was reported that pump experienced malfunction with repeat malfunction alarm despite reset attempts, and no other notable events occurred prior to issue. There was no reported impact to the customer¿s blood glucose level. Customer was instructed by technical support to reset pump, use mobile app to upload logs, and transition to multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.